Event description:
Customer reported a button error on her insulin pump. She is in the hospital because she had an amputation, and her device started having issues. Customer's blood glucose is 284 mg/dl. She stated when she pressed the up button and it got stuck. The act button is also not working. Customer stated she keeps the device on her body and might have gotten powder on it. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Device was received with intermittent button response due to corroded keypad traces. No buttons going up noted. Device had cracked display window corners, scratched lcd window and a cracked reservoir tube lip.